Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that, in the therapy cable connector, the plastic separator between the right hv connection and the right center pin is broken and the plastic has folded over into the connector receptacle. The blocking plastic was removed to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device kept signaling the "connect electrodes" message, even after the defibrillation pads were applied to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.